Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be a use error due to an open clamp. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA. The lot number was unknown; therefore no batch review could be performed.

Event description:
A customer contacted global technical service (gts) regarding assistance with a system error (se) 2240 on the home choice (hc) during dwell. The home patient (hp) did not close the clamp on the final line that is not in use. The baxter technical service representative (tsr) had hp cycle power and se 2367 alarmed. The tsr had hp disconnect. The hp would complete therapy using manual supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.